Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this single chambered implantable cardioverter defibrillator (ICD) system due to concerns of inappropriate therapy delivery. It was believed that the patient was in a sinus tachycardia. Upon review, the stored episode showed that rhythmid was correlated up until point of therapy, then the rhythmid becomes uncorrelated and changes in the shock channel are observed. A burst of anti-tachycardia pacing (atp) and a shock were delivered in attempt to convert the rhythm. It was believed that the shock and atp therapy were inappropriate. Ts discussed possible programming options with the hcp. At this time, this ICD remains in service. No adverse patient effects were reported.